Event description:
The complainant reported that the physician was performing the therapeutic procedure of stone removal from the patient's (age and gender unknown) lower common bile duct (cbd). The physician caught the large (outside diameter of 2 cm) stone in the device basket and put the handle of the basket in the alliance ii handgun and began crushing the stone. The physician indicated that the stone was especially very hard and that when they began crushing it, the handle of the trapezoid broke pprior to the basket tip popping off. The device broke where it attaches to the front of the alliance ii handle at the location of the finger rings, making it impossible to continue crushing the stone. The physician then attached a soehendra brand lithotripter to a wire that had become loose from the basket of the broken device, allowing for the successful crushing of the stone in the basket and resulting in the tip of the basket coming free. At this time the doctor also successfully removed the device basket from the patient's lower cbd. The complainant indicated that there was no adverse affect on the patient as a result of the reorted malfunction.